Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely tissue, or vessel was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The device released with the pull indicating likely tissue under the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: the date of event is estimated as 6/11/2025. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017: excessive force. The additional perclose prostyle device referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported as a general comment that the footplate did not retract during step 4 and the device became stuck in the patient. Excessive force was applied on the lever to close the foot and the device was removed manually. This occurred with three prostyle devices. The method to achieve hemostasis was not reported. No additional information was provided.